Event description:
On 03/21/1997, the facility nursing care coordinator contacted a MFR sales representative and reported that the percutaneous thin walled needle contained in the device kit was too dull to work. It was additionally stated that two other physicians also used these devices with the same results. No further device/patient information is available.

Manufacturer narrative:
Since the device has not been returned for evaluation, our investigation of this event was limited to a review of the device history record and a trend analysis. A review of the device history record was performed and did not identify any mfg varinaces in relation to this event. A trend analysis was performed on similar incidents involving this catalog and lot number and has not identified any trends. The MFR's investigation of this event is inconclusive. Based on the info available and due to the unavailability of the device for analysis, no conclusion can be drawn as to the cause of this event. The facility will be notified of our review of this incident. No further info is available. The MFR is now closing its file on this event.